Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the patient presented to the physician's office with a paced rate of 110-120 ppm. Interrogation showed the device to be in vvi mode. Reprogramming and return to standard were not successful in changing the rate.